Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient was with a patient with an ins that has reached end of service (eos), and the patient is reporting intermittent shocking sensation to her right chest, the last several days. The patient would have stimulation normally in his lower body when the therapy was working. The patient wasn't around any emi source. It was noted the patient did have an epidural last thursday, for their leg pain. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated that the cause of the shocking was not due to the patient¿s spinal cord stimulator therapy, as the ins is at end of service (eos). The rep mentioned that the cause of the shocking was determined by the physician to be a diagnosis of pleurisy. They stated that the patient is scheduled to have an ins replacement on (B)(6) 2018. The patient has not reported any more shocking since their diagnosis from the physician. No further complications were reported or anticipated.